Event description:
It was reported that a cartridge alarm occurred during insulin delivery. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. The cause for the reported low bg was unknown. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.